Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a shaft break occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, 75% calcified and mildly tortuous lesion in the ostial left anterior descending coronary artery. The lesion was attempted to be dilated with 4.00mm x 20mm nc emerge balloon. While pushing the balloon over the guidewire the balloon shaft was noted to be broken. They attempted to withdrawal the balloon, but it was already torn in two parts. The two pieces were successfully removed from the patient. There was no impact to the patient and the procedure was successfully completed with a different device without issue or patient injury.